Event description:
Customer alleged unit is not starting when he inhales. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model xpo100, the serial number/date code is unknown. The unit age is unknown. The consumers medical condition, stability and medication regimen are unknown . The consumer is (B)(6) of age. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The alleged malfunction occurred at the residence where the usage of the non-portable unit is available. The consumer obtained the device on (B)(6) 2009 from a company in (B)(4). This company is no longer in business. The customer was unable to find a dealer to assist in the return/replacement of the portable concentrator. The consumer was given a dealer local to their area.